Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 on the main were not detected on the bus. A field service engineer inspected the drawers and found that the module controller (t-board) was not receiving power and also noticed that the cable was unplugged from the drawer. However, reconnecting it did not resolve the issue, as the drawer remained unresponsive. Proceeded to power down the station and successfully replaced the module controller. After reassembling all components, tested the repair using the hardware testing application, which passed successfully. The drawer was able to self-assign during the firmware update, and the customer verified functionality through multiple tests in the user application without encountering any failures or delays. Additionally, inspected the rest of the station to ensure all connections were securely fastened and performed a visual preventive maintenance check. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies in main drawer 5.1 and 5.2 not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.